Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Additional classification code: kwo. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cleaning up from cases, on (B)(6) 2018, the sales consultant noticed that the tips of the stardrive screwdriver shaft t8 was twisted and not retaining the screws as designed. No surgery or patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device part # 314.467, synthes lot # 7815855, supplier lot # na, release to warehouse date: 22 apr 2015, manufactured by synthes monument . No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product development investigation was performed for the subject device it was reported that while cleaning up from cases, on january 15, 2018, the sales consultant noticed that the tips of the stardrive screwdriver shaft t8 was twisted and not retaining the screws as designed. The t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in approximately 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. The returned shaft was examined and the complaint condition was able to be confirmed as the device was found to have a deformed and slightly twisted tip, which made further replication inapplicable. The twisted tip is torsionally deformed in the direction of resistance which the tip was likely exposed to during screw insertion. The returned t8 stardrive screwdriver shaft (314.467,lot#7815855) was manufactured on 22 apr 2015 and drawing 314_467 was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. A dimensional check of relevant features was unable to be completed due to post-manufacturing damage. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that routine and/or rough usage over its lifespan could have contributed to the complaint condition. The noticed shaft damage is typically associated with the application of excessive force during screw insertion/removal; based on the direction of the twisted tip, the failure occurred during insertion. If the shaft was being used to insert a screw into unusually hard/dense bone, it could have exposed the shaft to excessive forces which could have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.